Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 12 of 13 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683).

Event description:
It was reported that patient underwent a revision procedure approximately 26 months post-implantation due to unknown reasons. During the procedure, the femoral head and acetabular liner were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.